Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing leading to inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock. There was no pacing inhibition and the patient was not pacemaker dependent. A fracture at the clavicle was suspected. The patient underwent a revision procedure and this product was surgically capped and abandoned. A new rv lead was successfully placed. No adverse patient effects were reported.